Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmed managed ventricular pacing mode of the implantable cardioverter defibrillator (ICD) may have contributed to the patient being arrhythmogenic. Long pauses were noted after premature ventricular contractions (pvc). In addition, cross talk and dropped ventricular beats were noted on the right ventricular (rv) lead. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.